Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customer reloaded the cartridge and received an accurate fill estimate. Customer had elevated blood glucose (bg) levels (293 mg/dl). Customer delivered a bolus and drank water to address elevated bg levels.